Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device struck on maintenance mode screen. Customer mentioned after pyxis upgrade, had an issue with pyxis. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) confirmed that the med application was operational, and nurses were able to remove medications, indicating restoration of functionality. The customer later confirmed that onsite assistance resolved the issue on the same day, and no further problems were observed. The system functioned as intended after the customer resolved the issue.